Event description:
During the treatment of a basilar tip aneurysm, the strategy was to place a stent in the p1 vessel then coil the aneurysm. Four coils were delivered without difficulty. The fifth coil was positioned in the aneurysm, but the p1 vessel did not appear completely open. The physician decided to withdrawal the coil. Approximately 25 cm of the coil was retracted within the microcatheter when the coil prematurely detached from the delivery pusher. Multiple attempts were made to retrieve the coil using a snare unsuccessfully. The coil was stretched at the proximal end and the other portion within the guide catheter. The coil was stretched to the groin. No additional attempts were made to retrieve the coil. The p1 vessel patency remained the same. However, the pcom was visible. The patient was not completely awake following the procedure. The day after the patient was reported to be okay without harm. Patient information - patient weight is not available.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The implant coil was not returned as it remains within the patient. The attachment tether that holes the implant intact with the delivery pusher exhibits characteristics of stretching. The remainder of the device is normal in appearance. The returned microcatheter appears normal. The device introducer was not returned for evaluation. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile force of the attachment monofilament. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.